Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The infection could be seen on the surface of the skin. The physician did not believe that the infection was caused by the device. The device system was extracted. The patient was stable.